Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data revealed records from november 24, 2016 to december 02, 2015. Black box data from the date of the alleged event had been overwritten due to continued patient use. There were no records of call service alarm 064 in the available black box data. On testing, the pump completed ez-prime steps successfully without any occurrence of call service alarms. The pump was exercised for 24 hours with the occurrence of call service alarms. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation was not able to confirm or duplicate the alleged call service alarm issue and the pump was found to be operating as intended within the required specifications and without malfunction.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.